Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Found that intermittent issues with pleora were directly causing the reported issue.. Replaced the pleora and the system performed as expected. The pleora has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that when the user takes a 2d image, the mobile view station (mvs) screen goes black and reboot is required to resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect power switching board and pleora was unable to replicate the reported issue. Power switching board: no problem reported with board. Board was upgraded to accommodate new o-arm computer. Installed power switching board in test imaging system and the system readied as expected. All peripherals were functional. The 2d and 3d imaging was successful. No problem found. Pleora: installed pleora box in test imaging system. The system readies as expected and both 2d and 3d imaging are successful. No problem found. The returned devices was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.